Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports the pods needle had deployed late after being worn for 10 minutes. The patient reports receiving a hazard alarm while wearing the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.